Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not yet been received.

Event description:
The complaint/event involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip. The reporter stated that, in the picu, the patient's arterial line was not consistently measuring and would frequently flatten or dampen on the patient's monitor during an infusion of fluids. This prevented staff from obtaining accurate arterial blood pressure (abp) readings on a patient who was on continuous antihypertensive medication at the time. The transducer was originally on a syringe pump but was switched over to a pressure bag overnight due to pressure alarming/pump issues. The arterial line continued to have issues after switching to a pressure bag. The tubing was replaced. There was no hole, cut, tears, any crack, disconnection or separation noted. There was no human harm and no delay in therapy reported.

Manufacturer narrative:
The reported complaint of no readings was confirmed on the returned set. No visual anomalies were observed on the returned set. The transducer was electrically tested, and the transducer was not able to be zeroed and could not obtain a reading. The transpac on this set is a vendor manufactured part. The probable cause of the transpac unable to obtain reading had occurred due to a vendor related manufacturing defect from manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.